Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 there were discrepant results obtained. Testing was performed on the veritor and the result was negative. Patient was re-swabbed and then tested positive on the veritor. No other confirmatory test was performed. The patient impact was not reported. Eua # (B)(4).

Event description:
It was reported while testing for sars-cov-2 there were discrepant results obtained. Testing was performed on the veritor and the result was negative. Patient was re-swabbed and then tested positive on the veritor. No other confirmatory test was performed. The patient impact was not reported. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: this is to summarize the investigation results for customer complaints alleging false positive or discrepant results when using the kit bd veritor for rapid detection of sars-cov-2 (ref# (B)(4)). Bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples (if applicable). The batch history records were reviewed and no discrepancies were noted. Functional analysis of retention materials met acceptance criteria. Returned products were received, however the material has passed expiration date and will not be tested. Bd makes no claims on expired products and stability studies have shown the use of expired materials may affect the sensitivity of the assay. Quality was unable to duplicate the customers reported failure mode. Complaint trending review reveals a trend in customer complaints related to false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. Although the investigation was not confirmed, based on the complaint trend, a corrective and preventive action (CAPA#1878253) was initiated to determine root cause(s). Bd point of care will continue to closely monitor for trends associated with false positive or discrepant results when using the kit bd veritor for rapid detection of sars-cov-2. There was no corrective action taken at this time.